Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a cartridge alarm (alarm 9) with multiple cartridges while attempting to load a new cartridge. Customer's blood glucose level was 293 mg/dl. Reportedly, the customer was able to successfully resume insulin delivery.